Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not load or form properly and disengaged into the pt's cavity. The surgeon was able to remove the components and applied another device to complete the procedure. The hosp has reported no pt injury occurred.